Event description:
The maestro drill was sent for evaluation due to leaking air during a procedure. The procedure was completed with a readily available alternate device without any procedure delay. No adverse event was associated with the device.